Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, radiographs revealed the humeral tray was not in its intended place and a revision procedure was performed on (B)(6) 2010. The humeral tray was noted to be fractured and was removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #10 - fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. Evaluation of the returned component found numerous scratches around the hole on the inferior side which suggests the fracture occurred some period of time before implant removal. Post-fracture damage has obfuscated most fracture artifacts that could assist in finding a probable origin and cause of the tray fracture. This report filed (B)(6) 2010.